Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and the root cause was determined to be use error, due to an open clamp. The labeling instructs the customer to ensure clamps on unused lines are closed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to check the supplies and the cg stated that the unused line clamps were open. The tsr explained the proper procedure with unused supply lines. The tsr had the cg cycle the power on the hc to end therapy and advised the cg to contact the peritoneal dialysis nurse (pdn) about possible exposure to unsterile air. The tsr explained that the cg would have to start over with new supplies. The cg stated that this was the home patient (hp)'s first night on hc and was only given supplies for one night to get started. The hp would see the pdrn in the morning. The cg ended therapy for the hp on hc for the night. There was patient involvement. No patient injury or medical intervention was reported.